Event description:
Two days after implantation of a 3.0x20 mm taxus express2 drug eluting stent an in-stent thrombosis occurred. During the initial procedure, the target lesion was located in the mid right coronary artery(rca). A pre-intervention stenosis of 99.5% was reported. The lesion was pre-dilated with a 3.0x15 mm voyager balloon which reportedly encountered resistance and caused complete vessel obstructin. A 30% residual stenosis was noted following predilation. Subsequently, a 3.00x20 mm taxus stent was deployed without difficulty. Post-intervention findings residual stenosis or dissection." The pt received heparin and nitroglycerin during the procedure. Pt complications were reported as "none". The pt presented 2 days after the initial procedure with angina, an inferor myocardial infarction, and a 100% in-stent thrombosis in the mid rca. A 2.5x15 mm balloonn was used to dilate the lesion followed by embolectomy and clot removal with an export catheter and angio-jet. A 3.5x20mm taxus stent was then deployed in the mid to distal rca with complete resolution of thrombus with restoration of timi iii flow. It was reported that the pt "tolerated the procedure well and had significant improvement of symptoms."